Manufacturer narrative:
An infection/sepsis can occur during or after impella support. When diagnosing the cause of an infection in a patient, the following clinical evidence would need to be considered holistically: -patient symptoms and medical history obtained by the treating clinician. -physical examination findings. -results of special investigations: laboratory test results & imaging studies. -microbiological culture and sensitivity results. -response to previous treatments and therapies. -any relevant epidemiological information or exposure history. -concomitant devices in use. -preexisting patient condition such as underlying infection, remote septic sources such as indwelling lines/catheters or other bioprosthetic material in situ. -care of access site because this evidence has not been provided, the root cause of the infection cannot be determined. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the 75-year-old male patient was placed on impella cp for hemodynamic support. The patient had a blood infection. The patient was given antibiotics. Decision was made to ultimately withdraw care. Medical safety review of the event noted the use of the impella cp device cannot conclusively be associated with the outcome (patient's demise).